Manufacturer narrative:
Device evaluation summary: the reported error codes 5, 7 were verified during service. The technician found the 5 volt supply on the system controller pcba was out of specification and unstable. The issue was resolved by replacing the system controller module assy. Preventive maintenance was performed per specifications. Conclusion: complaint confirmed for the reported error codes 5, 7 were verified during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during priming of this bio-console instrument the customer reported an error message (motor controller malfunction) was displayed on the screen suddenly. The customer checked the wrench windows and there were 2 error codes on it, err 7 and err 5. The instrument was replaced with a backup and there was no adverse patient effect associated with this event. Additional information: the perfusionist did the priming intending to use the instrument for the surgery. The user interface and base unit was pumping when the pump device was primed. The user interface displayed error code. The instrument pumped fluid and then shut down.